Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient states their knee feels loose - patient gets popping and grinding when walking. Popping is audible and felt as well. Patient states they take ibuprofen for pain and that the pain is manageable. Patient has been experiencing this since 3 months after her revision. Patient states that when squatting and attempts to stand, must use assistance and grab something to support herself in the process of standing from a squatting position due to the feeling of instability/looseness. Patient was advised that surgeon is no longer with the hospital.

Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Device history review: all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the reported pain could not be determined. Based on the information provided there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by (B)(4). If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient states their knee feels loose - patient gets popping and grinding when walking. Popping is audible and felt as well. Patient states they take ibuprofin for pain and that the pain is manageable. Patient has been experiencing this since 3 months after her revision. Patient states that when squatting and attempts to stand, must use assistance and grab something to support herself in the process of standing from a squatting position due to the feeling of instability/lossesness. Patient was advised that surgeon is no longer with the hospital.